Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer passed away while wearing the insulin pump. It was stated that the death may have been insulin pump related. The customer's mother agreed to return the insulin pump for analysis. Nothing further was reported.